Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly from the femoral marker to the distal end. There was damage and a partial detachment at the lap joint in the sheath assembly. Imaging core windup was also noted beginning 22.5cm from the distal end of the connector shaft. Microscopic inspection revealed the distal housing of the transducer was observed complete, with no shattered pieces and no evidence of saline damage was noted. Impedance test showed an electrical open at the proximal wave form.

Event description:
Reportable based on device analysis completed on 25feb2022 it was reported that visualization issues occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback, the screen became dark and nothing was displayed. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed lap joint was partially separated.